Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154atg implantable cardioverter defibrillator,  implanted: (B)(6) 2006. Product ID: 5568-45 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a device replacement the superior vena cava (svc) coil portion of the right ventricular (rv) lead was unable to be inserted into the new device. A second rv lead was inserted transvenously to replace the svc coil. The rv lead remains in use. No patient complications have been reported as a result of this event.